Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that postoperatively a cardiac ablation procedure using the pulse field ablation system, the patient was initially stable and discharged as normal. However, the patient returned to the hospital with stroke-like symptoms and a dropped foot, and a computed tomography angiography (cta) scan confirmed a stroke had occurred. The patient was admitted to a rehabilitation facility and has since been discharged but still requires the use of a walker. No further patient complications have been reported as a result of this event.